Manufacturer narrative:
This event occurred from (B)(6) 2022 to (B)(6) 2022. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a foreign material was observed in four (4) 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. The issue was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from july 15, 2021 - july 19, 2021. H10: four (4) actual samples were received for evaluation. Unaided visual inspection along with magnification with fill port caps removed observed a loose foreign material inside the fill port connector area of one (1) sample. The particle was observed to be colorless cellulose fiber with no consistency in diameter, approximately 0.4mm in length. The reported condition was verified for the one sample; however, was not verified in the remaining 3 samples. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.